Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00118. The date of that submission was 2/10/2025. Device evaluation: one device was received for device analysis. Functional testing and visual inspection was performed. Visual inspection found no damage or anomalies. Functional testing could confirm the reported customer complaint. A leak was observed from the filter outlet tube. The root cause is due to incomplete solvent application error.

Event description:
It was reported that a liquid leak occurred during priming. This occurred before patient use/during priming at facility. There was no patient involvement, and no patient harm/adverse event reported.